Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a slight pericardial effusion, slight decrease in blood pressure and prolonged hospitalization. It was determined that there were no abnormalities with the biosense webster inc. Products, but a pericardial effusion (without drainage) occurred. There was a slight decrease in blood pressure after multiple ablations of vt. The slight pericardial effusion was observed on soundstar and on external echo. Since it was slight, they waited for 1 hour, but there was no change in the amount of pericardial effusion in the subsequent echo. Pericardiocentesis could not be performed because of the small number. The patient responded well and did not appear to have any symptoms. Therefore, it was scheduled to be followed up in the intensive care unit (ICU) after computed tomography (CT) scan. The physician commented that in the opinion of the attending physician, all of the products, thermocool® smart touch® sf bi-directional navigation catheter, pentaray, and soundstar were used normally and no abnormalities were felt. No char or thrombus was found in the thermocool® smart touch® sf bi-directional navigation catheter tip. At the last ablation, contact force (cf) became slightly higher due to the influence of the beat, which may be the cause. Additional information was later received indicating the patient went to the ICU the other day and returned to the general ward after receiving conservative treatment. At present, there is no particular symptom, and the patient's condition is stable. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician commented that the cause might be a slightly higher contact force due to the influence of the heart beat when the last ablation was performed. Since there were slight pericardial effusion observed and there were no particular symptoms, the patient is currently being followed up in the ICU without any treatment. Patient outcome of the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event and reported to still in the hospital as of (B)(6) 2021. A smartablate generator was used during the procedure. Prior to noting the pericardial effusion, ablation had already performed. The adverse was event discovered during use of biosense webster products during the ablation phase. There was no evidence of steam pop. The customer reported issue of high contact force is not an MDR reportable malfunction since the issue is highly detectable when occurring and the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. This event is being reported for the patient adverse event.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on(B)(6)-2022, it was noticed that the following information was inadvertently omitted from section h10. Of the 3500a initial medwatch report: "additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30567491l number, and no non-conformances related to the complaint was found during the review." The following code corrections have also been processed: h6. Type of investigation was updated from ¿type of investigation not yet determined (b21)¿ to ¿analysis of production records (b14)¿ and ¿device not returned (b17)¿. H6. Investigation conclusion was updated from ¿conclusion not yet available (d16)¿ to ¿cause not established (d15)¿. H 6. Investigation findings was updated from ¿results pending completion of investigation (c21)¿ to ¿no findings available (c20)¿.